Event description:
Device 1 of 2: reference MFR. Report#3006705815-2019-00616. It was reported the patient's leads migrated. As a result, surgical intervention was undertaken wherein both leads were replaced and the ipg was replaced due to physician discretion. Therapy resumed postoperatively.